Event description:
A 61 yr old white gravida 3, para 3 female; status post bilateral transaxillary sub-muscular placement of 275cc heyer schulte gels on 7/13/82. These encapsulated soon on 5/6/83. She had bilateral open capsulotomies and replacement with 300cc heyer schulte gels. The encapsulation reoccurred, so on 1/28/83 she had bilateral removal without capsulotomies and replacement with subglandular inframammary 220cc meme's placed. These stayed soft until 11/3/98 when the left began to harden slowly and she noticed a lump. A mammogram and magnetic resonance image were obtained, which demonstrated a left extra capsular rupture. She complained of significantly increasing left sided pain, involving arm. Complaints also include: arthralgias (positive am stiffness)/myalgias, paresthesias/dysesthesias, swelling, fatigue, sleep disturbances, hot flashes/sweats/chills, headaches/temporo-mandibular joint dysfunction, visual changes, dizziness, memory loss, sicca, hair loss, rashes, sensitivity to sun/cold, shortness of breath, chest pain, choking sensation, weight gain.